Event description:
The doctor tried to insert a sheathless iab (sheath gard balloon) into the pt but was unable to. The doctor thought the iab was too short. The iab was not returned to co for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 11/04/96). Pt's current status: unk - rpt'd 11/04/96.